Manufacturer narrative:
Investigation - evaluation a review of the manufacturing instructions, trends and quality control was conducted. The complaint device was from an unknown lot number. Therefore, review of the device history record, nonconformance history, and a search for similar complaints on the complaint lot could not be conducted. It was indicated by the customer that product is not available for return. Additionally, it was not mentioned whether the patient had any pre-existing conditions such as scar tissue or plaque build up within the arteries. Due to the limited information available for this event, a definitive root cause cannot be determined. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
Per the mw5066652, reported through the FDA voluntary event reporting process, the manufacturer was informed that the micro-puncture sheath broke in half while in the patient's right groin. The break reportedly required a vascular surgeon to perform a cut-down to remove the broken section that remained in the patient. Additional information has been requested regarding patient outcome, but not provided at the time of this report.